Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2020. The following information was requested, but unavailable: what was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm644 batch number, and no non-conformances were identified. Device evaluation summary: photo: upon visual inspection of the picture, it was noted one bag with two sutures and two needles appear detached. Device evaluation summary: one detached needle and one used suture piece of product code vcp493, lot pcm644 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted; marks were found on the body needle by use. The suture piece was examined, body fluids were found at the end and the insertion end suture could not be observed. The manufacturing records were reviewed, and the manufacturing /packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿the problem of pulling off suture needle happened during an unknown surgery¿. Additional device captured in report mw 2210968-2020-00794. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The problem of pulling off suture needle happened during use. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.